Manufacturer narrative:
An hp customer engineer went to the customer's site and tested the system which was performing to hp specifications. Hp's engineering department conducted extensive testing of this system configuration, but they were unable to duplicate the problem. As a result, they were unable to determine the root cause of the problem. A. Pt info: the hosp was not willing to give hp the pt info.

Event description:
The pt went into asystole and the monitor didn't alarm. The pt was discovered by the nurses a few mins later. The pt expired.